Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on, even after removing pump from case and trying different charging steps, while pump continued to blink red and vibrate intermittently. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump into storage mode, to program pump settings and reconnect continuous glucose monitor on replacement pump, and to return problematic pump using prepaid label within specified timeframe.